Event description:
Daughter is a product of a failed medical device (essure). I believe her health problems may be linked to essure. Out of all my kids, she has had upper respiratory infections and being sick (colds/fevers). I believe may be linked to essure with a nickel allergy. While pregnant with her every test popped red flag and had to see an echocardiologist often to make sure her heart was fine since they red flagged that too. She just turned (B)(6). I must report since there are no studies on essure babies and the company will not give any answers since they claim no babies have been reported. I know of at least 30 babies and 1 death from an essure group of 4000 that I belong to.